Event description:
Healthcare professional reported rupture. Device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device assessed as unidentified (tear) opening (shell thickness was within specification). ¿ lump/nodule: unable to observe since it is not related to the device. ¿ breast pain: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture. Healthcare professional later reported "lumps," "pain" and "grade 2 capsule." Device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional later reported "lumps," "pain" and "grade 2 capsule." Device has been explanted and replaced.